Event description:
It was reported that when the device was unscrewed from the cup the surgeon noticed a broken piece of plastic,. It is unsure whether the broken piece was in the patient's wound or in the dome of the cup but it was removed.